Manufacturer narrative:
S.w version 5.2a. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged blank display and stuck button alarm found on 24-apr-2023. The pump powered up properly after battery installation. The pump passed the active current measurement and self test. However, the pump had a high sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. The pump was monitored and no blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, insert battery alarm was recorded and found in the formatted history file on: 04/23/2023 16:43:29.000. 04/24/2023 13:37:30.000, 04/24/2023 13:38:26.000, 04/24/2023 13:40:32.000, 04/24/2023 13:41:17.000. 04/24/2023 13:42:25.000, 04/24/2023 13:43:20.000, 04/24/2023 13:45:12.000, 04/24/2023 13:47:57.000. 04/24/2023 13:54:22.000, 04/24/2023 13:56:27.000, 04/24/2023 13:58:44.000, 04/24/2023 16:29:40.000. Pump error 23 alarm was recorded and found in the formatted history file on: 04/24/2023 15:31:05.000. 04/24/2023 15:31:05.000. 04/24/2023 16:30:04.000. Power loss alarm was recorded and found in the formatted history file on: 04/24/2023 16:31:30.000. 04/24/2023 16:31:38.000. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump reset due to battery backup depletion. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement (unexpected battery power loss) due to corrosion on the pcba 1 and pcba 2. Pump error 38 alarm was recorded and found in the formatted history file on: 06/08/2023 12:53:05.000. 06/08/2023 13:18:53.000. A test motor was used and continued testing. The pump passed the rewind test. Pump error 38 alarm during rewind test was confirmed due to corroded motor assembly. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 04/23/2023 16:28:14.000. 04/23/2023 16:38:00.000. 04/24/2023 13:30:23.000. 04/24/2023 13:40:00.000. All buttons function properly. No stuck button alarm noted during the testing. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated in the keypad assembly. Please see below for pump errors/alarms noted 1 week prior to the event date 24-apr-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 04/23/2023 14:47:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor1 alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. Blank display was not confirmed. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated in the keypad assembly. A high sleep current measurement (unexpected battery power loss) was confirmed due to corrosion on the pcba 1 and pcba 2. Pump error 38 alarm during rewind test was confirmed due to corroded motor assembly. During visual inspection, corrosion was also found on the force sensor and vibrator¿assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported stuck button alert and blank display. Troubleshooting was performed and issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.